Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric distal left anterior descending artery. A 2.25 x 28 mm xience prime sv stent delivery system (sds) was advanced to the lesion; however, when pressurized the balloon would not inflate. The device was removed and the stent implant was still on the balloon. There was blood in the balloon. There was no reported resistance when advancing the sds. A non-abbott stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The inflation issue and leak were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.